Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. As the reported problem was not specified the review of the event log could not identify the reported problem. The review of the event log did note the following alarms: check patient line (cpl) alarm, check lines and bags (clb) alarm, low drain volume (ldv) alarm, and slow flow patient alarm. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The device was noted to be noisy with the replacement of the pump instituted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified problem with the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.